Manufacturer narrative:
(B)(6). Manufacturing date from may 21, 2015 to may 22, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the fill port of a large volume infusor after filling. There was no patient involvement. No additional information is available.